Event description:
A report was received that the pt underwent a lead revision surgery, due to pain. The physician stated that the paddle lead was leaning on a nerve root and causing the pt's pain. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.